Event description:
A malfunction occurred on a pump after the caller fell a few days ago and landed on it. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helped the caller reset the pump, which successfully resolved the malfunction without recurrence. The customer was instructed to call back if the malfunction code reappeared, and they acknowledged and understood these instructions.